Event description:
It was reported to philips that the frontal ippc failed to boot, causing imaging loss on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the hdd unit of the image pc and reloaded software; ippc replacement is pending. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).